Event description:
It was reported that a pump triggered an altitude alarm. Customer's blood glucose level was not impacted. The customer received tips from technical support to prevent future altitude alarms, understood the guidance, and was able to continue using insulin with the original cartridge without needing a replacement.